Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when using the stapler to cut and suture colorectal during a laparoscopic colorectal procedure, the stapler was able to fire but there was an incomplete staple line proximally. The stapler moved to 15 mm to fix the staple line. The jaws of the device also locked on tissue and surgeon draw the black return knob to remove it. Another stapler and reload were used to complete the case. There was no patient injury.